Manufacturer narrative:
(B)(4). Batch # m53m69. Additional information requested: did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the patient require a blood transfusion? If yes, how many units were given? Did the post-operative care change based on the bleeding? What is the current status of the patient? The analysis results found that a tlc75 device was received in good visual conditions and with two reloads present. The reload (b) had the swing tab in the locked position, and the proximal 2 drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The reload (c) was returned fully fired. The device was tested for functionality with returned reload (b) and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a liver/hepatic cyst procedure, they took up the device and took out the blue staple magazine and put in a green staple magazine trt75 they stapled the liver/hepatic cyst with. The surgeons took a break and when they came back they saw that it was bleeding from where it had stapled, around four deciliter. They could not see that there were any staples attached. According to information they sewed over the stapled area. They then used the same stapler but with blue staple magazine on the bowel and it worked.